Manufacturer narrative:
Trend analysis: no trend identified device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: it is reported that the set screws could not be tightened in the pedicle screw head as intended. Review of received data no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis - the screws show some scratches at the tip. One screw has a damage at the first thread close to the screw tip. The hex drive is damaged and deformed in both screws. - the screws were measured with caliper z7568 according to product drawing. The set screw length and diameter were measured. Both screws were found to be within specifications. Root cause analysis: the returned screw is scratched and partially deformed. A damage on an implant can result by application of high forces during handling and/or implantation. The damages of the thread typically arise if the screw is set at an angle and then tried to be screwed-in against the resistance resulting from a slanted setting. It is important for the threaded pin to pass through the first and second revolution without resistance. If there is a noticeable resistance after a half or a whole revolution after setting and screwing-in the threaded pin, it has been placed at a slant and has to be unscrewed again. Resetting is possible, if it does not show any damages. A damaged set screw must not be used anymore and has to be replaced by a new one. Within the operative field, the required lateral screw setting technique can make the screw alignment to the pedicle screw axis difficult due to the surrounding soft tissue. Possibly, a decompression of the soft tissue is required to allow the correct setting of the set screw. The set screws were inspected 100% before the release to the market. In addition the performed trend review for lot 2773278 showed that no other complaints were reported. Therefore, an internal manufacturing issue is very unlikely. That being said, it can be assumed that the damage on the set screw (thread m6) was done after the release and outside of zimmer biomet control. The need for corrective actions is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive the device for investigation. No surgical report or x-rays were provided for review. A lot number was received for the device, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the surgeon was implanting a dynesys, set screw, m6 on (B)(6) 2016. When the surgeon was attempting to load the set screws in two of the screws they would not advance into the head of the screw. It was reported that two new set screws were opened to complete the case. There was no delay in surgery that exceeded 30-mins and no patient injury. The surgeon was able to complete the surgery with 2 new locking caps.